Manufacturer narrative:
(B)(4). This complaint is for a report of a patient who disconnected before therapy was over. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with ending therapy while using the homechoice (hc) during drain 4 of 4. The patient explained she had disconnected herself because all the bags were empty, and she thought she was done with therapy. Gts had the patient turn the hc on to end the therapy. No injury or medical intervention was reported.